Event description:
Product complication: none. Time of complication: several weeks after the carotid procedure. The carotid procedure was 4/14/2005 and third admision to hosp was 2005. Symptoms: generalized weakness, slightly worse on the left side, slurred speech, and lethargic. This is being filed as a serious injury based on the adjudication of the event that upgrades the event to a stroke and subsequent death in 2005. The information initially received does not indicate the pt's death was related to the guidant products or the carotid procedure. The date of the procedure was 4/14/2005 and the pt was discharged to a nursing facility.